Event description:
It was reported that the menu and check buttons the infusion device were damaged and no longer functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).